Event description:
Boston scientific crm received info that this pt developed an infection. There was no report of adverse pt effects.

Manufacturer narrative:
Review of manufacturing records was performed. Results - review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions - device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.